Event description:
It was reported that they initiated therapy about an hour ago. Arctic sun device had been alerting low air leak the entire time. 4 pads connected. Disconnected and reconnected pads. Verified fluid delivery line (fdl) secure and in the lock position. All lines straight. Restarted therapy and water flow rate (wfr) was stabilized at 0.5 l/m. Air leak alert returned. System diagnostics, outlet monitor temperature (t1) was 11.2c, outlet control temperature (t2) was 11.2c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 6.8c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -5.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 6336.6, pump hours were 6041.6. Had them stop therapy and disconnect pads. Placed device in manual control at 10c with no pads. System diagnostics, outlet monitor temperature (t1) was 11.5c, outlet control temperature (t2) was 11.7c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 21 percentage, heater command (hc) was 0. Walked through disabling manual control. Advised to send device to biomed and swap out to an alternate device. Sn #dybzy518

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that they initiated therapy about an hour ago. Arctic sun device had been alerting low air leak the entire time. Advised to send device to biomed and swap out to an alternate device. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw2800120 rev 0, baw2800172 rev 1, baw2800227 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they initiated therapy about an hour ago. Arctic sun device had been alerting low air leak the entire time. 4 pads connected. Disconnected and reconnected pads. Verified fluid delivery line (fdl) secure and in the lock position. All lines straight. Restarted therapy and water flow rate (wfr) was stabilized at 0.5 l/m. Air leak alert returned. System diagnostics, outlet monitor temperature (t1) was 11.2c, outlet control temperature (t2) was 11.2c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 6.8c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -5.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 6336.6, pump hours were 6041.6. Had them stop therapy and disconnect pads. Placed device in manual control at 10c with no pads. System diagnostics, outlet monitor temperature (t1) was 11.5c, outlet control temperature (t2) was 11.7c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 21 percentage, heater command (hc) was 0. Walked through disabling manual control. Advised to send device to biomed and swap out to an alternate device. Sn #: (B)(6).